Event description:
This customer reported that the device failed to charge.

Manufacturer narrative:
This customer reported that the device failed to charge. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.